Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported 2 triple channel colleague pumps with an air detected alarm failure during patient use. All 6 channels were in use. All 6 channels were beeping. Air detected and flow had been stopped. User inspected the lines and no air was detected on any lines. Hospital representative removed each line from the pump, inspected and reloaded with no success. Both pumps have been removed from service. Two new IV pumps were installed and continued the infusion. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided. Facility provided additional information regarding the medication information. The hospital representative was not sure on which pump the medications were being infused. The 4 solutions were: cistracurium at 13.1 cc/hr; fentanyl at 3.7 cc/hr; insulin at 3 cc/hr; and maintenance solution at 5 cc/hr. Concentrations and volumes were unknown. The second triple channel colleague pump with serial number (B)(4) is addressed in (B)(4).